Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 409 mg/dl and an insulin flow blocked alarm. The customer treated with a syringe and indicated that the alarm was resolved by a complete set change. Customer indicated that they have been having issues with their infusion set and reservoir. Troubleshooting advised that replacement sets would be provided. Customer does not have the product to return. Customer also indicated of a past event that the tape has issues adhering to their body. There was no further information provided by the customer or by troubleshooting.